Manufacturer narrative:
Visual analysis was performed to the returned device. The reported needle to cuff miss was observed as a suture malposition based on the returned device condition. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined the reported difficulties and unexpected medical intervention appear to be related to operational context. The needle deployment was successful and suggests that the artery was friable such that the suture was pulled out with the device during retraction which resulted in the observed suture remaining in the suture bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a neuro interventional procedure with an 8f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.